Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018. The customer reported that she had low blood glucose levels of 2.8 mmol/l and was not able to control the blood sugar. The customer reported that the current blood glucose level was 14.4 mmol/l. The customer reported that the blood glucose value was always stay high and her blood glucose value was 20.4 mmol/l to 3.4 mmol/l. The customer was treated with four boxes of juice. Troubleshooting was not completed at the time of call. Product will return for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08640 inches. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.